Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse was trying to initiate hypothermia therapy on the arctic sun device. Flow rate was 0.0lpm, 4 large arctic gel pads were in place. Event log showed numerous alert 01 (patient line open) and alert 02 (low flow). Mss had the nurse stop therapy, empty, disconnect, reconnect using proper technique, and started therapy. Flow rate remained 0lpm. Mss had them put device in manual mode at a 10c. System diagnostics showed inlet pressure was -3.0psi, circulation pump command was 100 percent, mixing pump command was 28 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 2975 and pump hours were 2757. Mss had nurse occlude the left fluid delivery line (fdl) port, inlet pressure was -4.8psi and circulation pump command was 100 percent. Mss advised this device needed to go to biomed. Nurse said since this happened with another device before switching to the current, they wanted to change the pads. Mss reiterated that it appeared the device had a faulty circulation issue and should go to biomed. Nurse insisted on changing pads and said they would call back in 30 minutes to check on therapy. Nurse changed pads after previous call and called back to say that the flow rate was still 0lpm and device was still alerting. Mss again advised that this device needed to go to biomed. Nurse said they would get the other arctic sun device. Mss said they would call nurse back in 30 minutes to check on therapy. Nurse later said the second device also had flow rate of 0lpm, so they had stopped trying to use the device and were using a cooling blanket. Mss suggested nurse to keep the new pads and send both devices to biomed. If either of the devices was repaired while this patient still needed cooling or rewarming, they could use these pads if the hydrogel were not dried out and was within 5 days.

Event description:
It was reported that nurse was trying to initiate hypothermia therapy on the arctic sun device. Flow rate was 0.0lpm, 4 large arctic gel pads were in place. Event log showed numerous alert 01 (patient line open) and alert 02 (low flow). Mss had the nurse stop therapy, empty, disconnect, reconnect using proper technique, and started therapy. Flow rate remained 0lpm. Mss had them put device in manual mode at a 10c. System diagnostics showed inlet pressure was -3.0psi, circulation pump command was 100 percent, mixing pump command was 28 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 2975 and pump hours were 2757. Mss had nurse occlude the left fluid delivery line (fdl) port, inlet pressure was -4.8psi and circulation pump command was 100 percent. Mss advised this device needed to go to biomed. Nurse said since this happened with another device before switching to the current, they wanted to change the pads. Mss reiterated that it appeared the device had a faulty circulation issue and should go to biomed. Nurse insisted on changing pads and said they would call back in 30 minutes to check on therapy. Nurse changed pads after previous call and called back to say that the flow rate was still 0lpm and device was still alerting. Mss again advised that this device needed to go to biomed. Nurse said they would get the other arctic sun device. Mss said they would call nurse back in 30 minutes to check on therapy. Nurse later said the second device also had flow rate of 0lpm, so they had stopped trying to use the device and were using a cooling blanket. Mss suggested nurse to keep the new pads and send both devices to biomed. If either of the devices was repaired while this patient still needed cooling or rewarming, they could use these pads if the hydrogel were not dried out and was within 5 days. Per follow up information received on 01sep2022, nurse stated that there were no reported injuries, and patient completed therapy using a different unknown method as they were not the patient's nurse. Nurse stated the devices were sent to biomed. On 01sept2022, biomed stated they checked both devices and did not find any issues. They confirmed (serial (B)(6)) and (serial (B)(6)) were running fine and back in service. Biomed believed it might have been a pad misconnection by nurses but was unsure and no information on pads. Per follow up information received on 14dec2022, it was confirmed that there were only 2 devices used sn: (B)(6) and sn (B)(6). The unknown device mentioned was sn (B)(6) which was later confirmed during a follow-up, a complaint was already opened for that.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Based on the results of the investigation, no additional actions are needed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.